Event description:
Implant date: in 2006. It was reported that a patient underwent a spinal fusion from t11-s1. Approximately 6.5 months post-op, xrays revealed bilateral broken rods at l5. No revision surgery has been scheduled. The physician is continually monitoring the patient.

Manufacturer narrative:
Device has not been explanted and/or returned; therefore, product evaluation is not possible. In addition, lot numbers were not provided, therefore, a DHR is not possible. Xrays were returned for evaluation and revealed previous spinal l2-l5 interbody fusion with extended posterior construct from t11-s1 and without additional interbody spacers at l5-s1. Unable to determine the cause of the event.